Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy pump was over infusing by a volume of 10%. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
H10: one cadd solis vip pump was returned for investigation in used condition. The over delivery reported by the customer was confirmed during functional testing. Three separate delivery accuracy tests were performed; at least one test was outside of the pump's delivery accuracy manufacturing specification. The problem source of the reported product problem was unknown. A root cause was not established. The expulsor was replaced to bring the delivery accuracy into specification.

Event description:
It was further reported that there was no patient involvement.